Event description:
It was reported the patient was unable to establish communication between her ipg and external devices. The patient may undergo surgical intervention as the next course of action.

Manufacturer narrative:
Correction number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.